Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarming for keypad stuck and power off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front panel/keypad led board and system board were replaced to address the issue. In addition of the above evaluation, the technician repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue. The front panel/keypad led board and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel/keypad led board and system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator alarming for keypad stuck and power off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's front panel/keypad led board and system board were replaced to address the issue. In addition of the above evaluation, the technician repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue.